Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited an unknown anomaly and received shock therapy. Boston scientific technical services consultant (ts) referred the patient to the clinic. As of this time, this ICD remains in service. No adverse patient effects were reported.